Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The device was functionally tested by inflating it to rated burst pressure. The balloon was able to hold pressure. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the reported rupture.

Event description:
It was reported that a balloon rupture occurred. A ranger sl dcb otw 4.00mm x 150mm, 150cm was selected for the peripheral arterial occlusive disease treatment. The target lesion was location in a moderately calcified superficial femoral artery. Pre-dilation was performed with percutaneous transluminal angioplasty, and a loading tool was used when advancing the balloon through the sheath. During the first inflation at 6 atmospheres, however, the balloon ruptured. The balloon was exchanged for another ranger balloon to complete the procedure. There were no complications reported, and the patient was stable after the procedure.

Event description:
It was reported that a balloon rupture occurred. A ranger sl dcb otw 4.00mm x 150mm, 150cm was selected for the peripheral arterial occlusive disease treatment. The target lesion was location in a moderately calcified superficial femoral artery. Pre-dilation was performed with percutaneous transluminal angioplasty, and a loading tool was used when advancing the balloon through the sheath. During the first inflation at 6 atmospheres, however, the balloon ruptured. The balloon was exchanged for another ranger balloon to complete the procedure. There were no complications reported, and the patient was stable after the procedure.